Manufacturer narrative:
(B)(4). The UDI# is unknown because the part number was not provided. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffolds remain in the anatomy. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. Based on the case information, the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Media links: http://www.rijnmond.nl/nieuws/150860/ziekenhuizen-roepen-hartpatienten-terug-na-alarmerend-onderzoek (title: hospitals call heart patients back after alarming investigation). Http://www.rijnmond.nl/nieuws/150906/cardiologenoverleg-vanwege-risicovolle-stents (title: discussion between cardiologists because of high-risk stents)

Event description:
Data presented from the aida trial led to the following media releases: title: hospitals call heart patients back after alarming investigation, with dr. (B)(6). Title: discussion between cardiologists because of high-risk stents. This led to extending the dual antiplatelet drug therapy for a total of 300 heart patients who were treated at (B)(6) hospital in (B)(6) and (B)(6) hospital (both hospitals participated in aida trial). None of the patients were reported to have experienced any adverse patient effects which would require this extension. No additional information was provided.